Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was thoroughly inspected and analyzed. Visual inspection revealed that the lead appeared to show a counterclockwise pattern/twist and the distal portion of the helix tip was not returned. The helix mechanism was not tested due to the break and dried blood/body fluid and tissue in the helix housing. High magnification microscopic analysis of the broken helix surface showed characteristics consistent with torsional overload. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to position the lead caused the helix to break.

Event description:
It was reported that this right ventricular (rv) lead was an attempted implant. It was intended to implant the lead in a deep septal location; however, the tip appeared bent during positioning and upon removal, the tip of the helix broke off and remained in the septum. The procedure was completed successfully with a new rv lead and no adverse patient effects were reported. The lead was returned for analysis.

Event description:
It was reported that this right ventricular (rv) lead was an attempted implant. It was intended to implant the lead in a deep septal location; however, the tip appeared bent during positioning and upon removal, the tip of the helix broke off and remained in the septum. The procedure was completed successfully with a new rv lead and no adverse patient effects were reported. The lead is expected to be returned for analysis.